Manufacturer narrative:
The replacement intraocular lens (iol) was the same size. The intraocular lens was visually examined at our manufacturing site. The visual inspection showed that the lens was returned with residual contamination. The haptic was detached and was not present. The detached haptic indicated that excessive force and or handling took place. It was initially stated that user/handling error was reported. There was no evidence of damages caused by tooling used at the manufacturing plant occurred. No other deviations were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported the patient underwent a vitrectomy with an implant/explant of a intraocular lens (iol) of the right optic due to the anterior leading haptic being bent. An incision enlargement was made during explantation. In addition, sutures were used. Patient was stated to be doing well post-op.

Manufacturer narrative:
(B)(4).prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.